Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and buttons were became stuck. The customer¿s blood glucose level was 550 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was on auto mode at the time of incident. The customer was treated with manual shot of insulin. Customer stated that numbers were not ramping on their own and scroll bar was moving with no input. The insulin pump was exposed to a change in altitude. The customer was advised that they resolve the unresponsive keypad condition by removing the battery cap. The keypad was unresponsive after reinstalling battery cap without removing the battery. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was stated that the auto mode cannot be active on the insulin pump since it is not a 670g. The customer was advised that they could resolve the unresponsive keypad condition by removing the battery cap.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08705 inches. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.